Event description:
Boston scientific crm received info that this lead had dislodged during a game of racketball. The lead was explanted and successfully replaced.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any consistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.